Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 10/05/2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. It was reported that the patient entered finger stick values while the glucose reading error symbol ("???") Was showing in the status area. No additional event or patient information is available. Labeling indicates: do not calibrate if the glucose reading error symbol shows in the status area.